Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the stent became loose on the balloon. The 90% stenotic de novo lesion was located in the severely tortuous and severely calcified mid left circumflex artery. The physician first predilated the lesion and then after advancing the guide wire, distal from the lesion, the physician advanced the 2.5x28mm taxus liberte stent to the lesion. After several unsuccessful attempts to cross the lesion, the physician withdrew the stent in order to change the guide catheter to one with more support. Once the stent was outside the patient, the physician noticed that the stent was loose along the balloon. There were no patient complications. The physician attempted to crimp the stent back on, but then decided not to use it. The procedure was going to be completed with another 2.5x28mm taxus liberte stent, however, the patient was feeling tired and nervous and the physician decided to reschedule the procedure for another day. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination of the returned unit found severe damage to the proximal edge of the stent. There was no undamaged section available to measure the expected stent diameter. The stent itself had migrated 6-7mm distally. The stent damage and stent migration is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.